Event description:
It was reported that the pt experienced withdrawal symptoms a "couple of times" in the last three weeks. The pt went to the ER and experienced sweating, a headache and the chills. The pt's wife stated that her husband had a spinal cyst. A catheter dye study was done and they were unable to aspirate the catheter. The pt had an MRI done; the hcp stated that the pump was "fine." No pump alarms were audible. A catheter revision was planned. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).